Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode and screen wear with strong contamination/discoloration and scratch/scuff marks on the spacer and cap. The insulation on the shaft is scratched but not compromised. There are no manufacturing abnormalities visually observed with the returned wand. The returned device was plugged into a quantum2 controller and was activated on ablate and coag settings. The device produced plasma on the remaining stubs of electrodes. The suction line on the device was tested and performed as intended. The complaint was verified and the root cause could not be determined with certainty as the device was extensively used. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: extended ablation, use of power level settings above the recommended default levels, or vigorous use against bony surfaces. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip was dropped during use inside the patient. No pieces were found inside the patient to be removed. No patient injuries were reported.